Manufacturer narrative:
Section a: patient weight information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been experiencing low flow alarms, approximately 18 overnight, with an unknown etiology. A computed tomography angiography (cta) was pending and the patient's blood pressure was not assessed during the low flow alarms. The alarms did not persist during the day on 27mar2026. The log files were sent for review. The event log file captured low flow alarm events on 27mar2026 and 28mar2026. The alarms occurred at times when the pulsatility index (pi) was elevated. It was later reported on (B)(6) 2026 that the patient had a known outflow graft obstruction (ogo). The patient's hematocrit level was set for 20% and additional log files were sent for review. The log files captured low flow estimates and none were sustained long enough to trigger low flow hazard events when the calculated pi was elevated. Based on the log files, the mechanical circulatory system operated as intended electronically and mechanically.